Manufacturer narrative:
(B)(4). In a follow up with the facility, it was confirmed by their quality director that there was no patient injury associated with the reported event and the date of the event was (B)(6) 2014. She stated that the total volume to be infused was 1000 ml. When asked why the lpn had reported that the tubing "looked strange" she could not provide any further information or details on why the nurse had communicated this. The actual device involved has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.

Event description:
(B)(4).